Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer was unable to recall the reason on how the screen became cracked. The customer reported that the pump was still functional. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.